Manufacturer narrative:
The site initially provided the event information to biosense webster, inc. (Bwi) on (B)(4) 2013. Bwi notified on (B)(6) 2013. Complaint sample was discarded at the user facility. Information provided by bwi indicates that the needle was used as intended and there was no malfunction on the part of the transseptal needle.

Event description:
The customer reported: "it was reported that the patient suffered a pericardial effusion during an afib ablation. A blood pressure drop was noticed while ablating the right-sided pulmonary veins and the effusion was confirmed with intracardiac echo. The ablation was aborted and a pericardiocentesis performed. The patient left the lab with stable blood pressure and was transferred to cicu. The physician believes that the perforation resulting in effusion occurred during the transseptal portion of the procedure. Bwi equipment used: c3 system sn: (B)(4) stockert sn: (B)(4) coolflow pump sn: (B)(4) preface sheaths x 2, unknown catalog and lot #'s (packaging and device disposed of) lasso nav eco, 2515, unknown catalog and lot #'s (packaging and catheter disposed of) supra cs catheter, 110, unknown catalog and lot #'s (packaging and catheter disposed of) thermocool sf df with curve visualization, unknown lot (packaging and catheter disposed of) heartspan transseptal needle, unknown catalog and lot #'s (packaging and catheter disposed of) soundstar catheter, unknown lot (packaging and catheter disposed of."